Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this 34 mm transcatheter bioprosthetic valve, upon deployment, it was noted that the valve would not expand fully due to calcification. The valve was recaptured and withdrawn from the patient. Subsequently, a 29 mm valve was implanted in the patient instead. The following day, the cine images were checked again. It became clear that a misload occurred during the loading of the 34 mm valve. No patient complications were reported as a result of this event. Additional information was received that the misload was due to frame node overlap involving nodes 4-5.

Manufacturer narrative:
Product ID l-evolutfx-34 (lot: 0012367906); product type: 0195-heart valves; product ID d-evolutfx-34 (lot: 0012404908); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this 34 mm transcatheter bioprosthetic valve, upon deployment, it was noted that the valve would not expand fully due to calcification. The valve was recaptured and withdrawn from the patient. Subsequently, a 29 mm valve was implanted in the patient instead. The following day, the cine images were checked again. It became clear that a misload occurred during the loading of the 34 mm valve. No patient complications were reported as a result of this event.